Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. Based on the investigation of the returned sample a deployment failure could not be confirmed. During evaluation the stent could be successfully released. Furthermore, outer catheter elongation which is a typical evidence for high release force could not be identified. A production related issue could not be identified. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. This kind of event may be related to difficult anatomic conditions or challenging placement site. In this case the vessel was predilated, the tracking vessel was not tortuous or calcified, and no resistance was felt tracking the system to the lesion site. Not using an introducer sheath may be a contributing factor. Insufficient flushing of the device prior to use may be another contributing factor for increased release force. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Furthermore, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Regarding the use of accessories the IFU states "materials required for the fluency® plus endovascular stent graft procedure: (...) 0.035" (0.889 mm) guidewire with a length at least twice as long as the endovascular system (...) Introducer sheath with appropriate inner diameter (...)." And "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (¿). Flushing these lumens will also facilitate stent graft deployment."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the endovascular stent graft could not be deployed in the basilic vein. The device was retracted without issue and another stent graft was used to complete the procedure successfully. There was no reported patient injury.